Manufacturer narrative:
A rod implanted on (B)(6) 2018 is broken. The patient tripped in her garage and fell head first over her lawn mower. Revision is planned on (B)(6) 2019. (B)(4). Exemption e2017030.

Event description:
A rod implanted on (B)(6) 2018 is broken. The patient tripped in her garage and fell head first over her lawn mower. Revision is planned on (B)(6) 2019.